Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The treatment to the pancreatic lesion was performed outside the cleared indication for use of the edison histotripsy system, which is indicated for the non-invasive destruction of liver tumors using histotripsy. In response to reports of vascular related complications, histosonics has incorporated the following warning into its labeling: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments.".

Event description:
On (B)(6) 2026, a 76-year-old male with a history of metastatic renal cell carcinoma, including pancreatic and liver metastases, underwent histotripsy treatment to multiple liver tumors and a single pancreas tumor. The pancreas lesion measured approximately five (5) cm, which was treated with an estimated total planned treatment volume (ptv) of 33 cc, for the purposes of debulking. The tumor was described by the treating physician as highly vascular. Approximately one month after treatment, the patient developed abdominal pain and presented to a local hospital on (B)(6). Abdominal imaging indicated a pseudoaneurysm in the pancreas, the patient underwent embolization on (B)(6). Persistent bleeding was subsequently identified, and a repeat embolization was performed on (B)(6). Due to hemoglobin decline and continued concern for bleeding, empiric sbrt was also performed. The patient was monitored closely following these interventions and was discharged prior to follow-up. At follow-up on (B)(6), the patient was reported to be doing well, with no further evidence of bleeding and exhibited continued clinical improvement.